Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had low blood glucose of 38 mg/dl. Troubleshooting found that the drive support cap was normal but that the pump was a replacement pump that had not been programmed. Troubleshooting also found that the customer wanted assistance with pump programming and was advised to follow up with their doctor regarding settings.